Manufacturer narrative:
Concomitant medical products: product ID: 3057, serial# unknown, product type screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Trial patient stated was unable to feel stimulation on either side at highest setting. Error message comes up " cannot provide your desired settings, call your clinician left side at 5.2, right side at 4.9". The patient had lead migration.